Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of the peritonitis was a gastro-intestinal problem that occurred for the past 15 days before the peritonitis. On an unreported date, the patient was treated with an injection (inj.) Of cefazolin 250mg in each bag, an inj. Of fortum 250mg in each bag and an inj. Of heparin 1000 iu in each bag for the peritonitis. The patient outcome was not reported.